Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen (gablofen) 2000 mcg/ml at 1399.9 mcg/day via an implantable pump. The indication for use was not reported. The patient's medical history included brain injury. The emergency room (ER) physician reported that the patient presented to the emergency room (ER) on (B)(6) 2015 with tachycardia and tachypnea. No fever or abnormal labs. Some bloody drainage from the abdominal pump surgical site. The patient was post op day 2 after pump replacement on (B)(6) 2015 due to normal eri. No changes to the existing intrathecal catheter. The physician did not feel patient was significantly spastic. The patient was non-verbal and was unable to report any changes. The physician requested the pump to be read to make sure the pump was functioning as expected. The pump was read and the logs pulled. No alarms and no abnormal logs. The pump settings unchanged from post op printout on (B)(6) 2015. It was reviewed with the physician that a pump reading would not evaluate the status of the catheter. The patient status at the time of the report was noted as alive, no injury. On (B)(6) 2015 a dye study was being performed and they were trying to access the cap (catheter access port). Per the reporter it looked like they were in the cap (catheter ac cess port) and it was "grabbing onto the metal" but they were getting "really bloody flow back, very bloody". It was confirmed they were using the template and it was reviewed to rotate the needle to ensure positioning. The reporter stated they were still getting blood tinged fluid back. The patient had a hematoma over the pump site. It was reviewed that possibly they were not all the way in the cap (catheter access port) and were possibly aspirating the fluid from the hematoma. The reporter stated that they tried accessing the cap (catheter access port) under fluoro and they were fairly confident that they were in the cap but were still getting bloody-looking fluid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer and a company representative. The indication for pump use was intractable spasticity and head/brain injury. The pump was replaced on (B)(6) 2015 for routine eri/eos. The catheter was patent at the time of the replacement. The cap was aspirated successfully at the procedure. The patient had some trouble 3 days later but the patient was not spastic and there was no withdrawal. No one could pinpoint the issue and the patient was sent home. A dye study was performed on an unknown date where it looked like the dye was going behind the pump but they were unsure if they accessed properly because the cap aspirant was cloudy and yellow. Following this, a local neurosurgeon went in to try to determine the issue but found nothing so they closed the patient back up. The hcps still felt that the patient was not doing well so radiology did another dye study and again aspirant was very yellow. Good imaging showed they were in the cap but aspirant was yellowish so again they were questioning whether they were in the cap. The patient had a hematoma that was healing that they had to go through to get to the cap so it was possible that this caused the tinged fluid. Dye looked like it was coming out around the pump connector. So again, the neurosurgeon went in on (B)(6) 2015 and this time they revised the catheter by trimming 15cm of the existing proximal catheter and added a new pump connector. Cerebrospinal fluid (csf) flowed well and clear during the procedure from the catheter itself. They also aspirated successfully from the cap during the procedure. The patient appeared better on (B)(6) 2015 and was discharged. On (B)(6) 2015 the patient returned to the emergency room (ER) diaphoretic and spastic. The patient was hospitalized due to symptoms including rigidity and increasing in sweating as if experiencing withdrawal. It was also indicated that the patient had spasms. On (B)(6) 2015 the patient was put back on a ventilator. The hcps felt like they had ruled out everything systemically and medically; however, there was an ER physician who thought there may have been some yeast skin issue over the pump. The patient had been doing well prior to the pump replacement so timing appeared to be related to the pump replacement procedure. The representative interrogated the pump and pump logs were normal with no indication of a pump issue. The hcps were having difficulty determining why the patient was still having symptoms following the catheter revision. Imaging and dye studies were performed but they were unable to determine the issue. The reporter stated that the patient may go to (B)(6) for a second opinion as the patient's managing physician was not as experienced. Patient outcome was unavailable at the time of the report.